Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. As the customer did not return the syringe associated with this complaint sample, a full evaluation could not be performed. Only the small parts tray was returned. Silicone oil covered the 25+ga cannula in returned condition. A viscous fluid control (vfc) tubing set and syringe from labstock was utilized to functionally test the 25+ga cannula. The cannula fully engaged and locked on the luer lock of the syringe. The plunger moved freely as it should during operation of the vfc with the cannula seated securely. No anomalies were observed during functional testing. The 25+ cannula did not twist off the luer lock of the syringe. The root cause of the complaint could not be established without the syringe complaint sample. It's possible the syringe caused or contributed to the reported event, however, this cannot be confirmed with the information available. When the sample was tested with the cannula, the sample functioned per specifications. No action will be taken for this occurrence, as the root cause is not known. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cannula twisted off the syringe during a vitrectomy procedure. The product was replaced and the procedure was completed. There were no consequences to the patient. Additional information has been requested and received.